Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn. There were contact marks on the surface of the probe and the metal part of the jaw. The manufacturing record was reviewed with no irregularities.this type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). And there is a possibility that the error occurred since the ptfe pad on the jaw was worn, and consequently the probe contacted with the metal part of the jaw.the instruction manual of the subject device already states;warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
The subject device was used during an uncertain procedure. After one hour use, the device stopped working and an error message was displayed. The detail information of error message was not reported. There was no patient harm reported. No further information was reported,the device was returned to olympus medical systems corp. (Omsc). Omsc investigated the device and it was found that the ptfe pad of the device was severely worn on (B)(6) 2016.